Event description:
Hospital had made it unavailable to us. I went in for exploratory cerebral sinus fluid leak surgery at 6pm on monday, (B)(6) 2015. During the surgery the surgeon saw a thin csf pulsation in the upper left nasal area. He went to make a patch from thin tissue in the lining of the right nostril. As he went to cut the soft tissue from the right nostril, the tip of the curved nasal scissors broke off and fell. They did immediate x-rays of the stomach and lungs, not knowing where the scissors tips had fallen. They eventually found the tips behind my adenoids and called in another surgeon. They head-locked me and the new surgeon put his hand in and up my throat, using tools as well, to try to retrieve the scissor tip fragment. It took hrs for them to retrieve the scissor tips, head-locking and whiplashing my head and neck. I came out of surgery around 11:30pm, intubated because of the surgeon's worries my throat would swell shut from the trauma. I was manually bagged down the hall into my ICU room, where I stayed intubated until late morning on (B)(6) 2015. I woke up with extreme facial pain and a headache, not even touchable with medicine. They left me in ICU until late wednesday, (B)(6) 2015, then moved me to the post-neurosurgery special care unit for another 48 hrs. They discharged me friday, (B)(6) 2015. From the moment the tips of the scissors broke off during surgery, around 7:45pm monday (B)(6) 2015 until my discharge, friday (B)(6) 2015, (B)(6) covered my hospital costs. To this day I continue to have neck pain and a chronic headache, as well as facial numbing in certain areas and neurological issues, due to this surgery. I have not been well since I woke up on (B)(6) 2015.